Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that after tests were performed it is necessary to replace the internal resistor. There was no reported patient involvement.

Manufacturer narrative:
The parent record was determined to be a duplicate of (B)(4) which was reported on MDR number 3030677-2024-00890. Reporting is no longer applicable for this record. Please reference (B)(4) as it contains the most current information available regarding this issue. Closing duplicate case.